Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium generated from alinity c processing module (sn: (B)(6) and provided the following data: on (B)(6) 2025, sample ID (B)(6) generated an initial sodium result of 105 mmol/l and when repeated on another analyzer (sn: (B)(6)) the result was 136 mmol/l. (Customer reference range 133-146 mmol/l). The customer confirmed that the result was held and was not released out of the laboratory. Patient information: 75-year-old male. Upon further review, it was noted that the analyzer generated instrument errors for aspiration errors. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) replaced the syringe drive assy and deemed the cause for the module generating the false decreased sodium patient results and r2 aspiration errors. The syringe drive assy was replaced to resolve the issue. The instrument service history for the alinity c, serial number (B)(6) verifies no subsequent issues have been reported related to false decreased sodium patient results after service intervention. Trending was reviewed for the analyzer and syringe drive assy and did not identify any increase in complaints for the complaint issue. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (b)(60, or the syringe drive assy.

Event description:
The customer observed falsely decreased sodium generated from alinity c processing module (sn: (B)(6) and provided the following data: on (B)(6) 2025, sample ID (B)(6) generated an initial sodium result of 105 mmol/l and when repeated on another analyzer (sn: (B)(6) the result was 136 mmol/l. (Customer reference range 133-146 mmol/l). The customer confirmed that the result was held and was not released out of the laboratory. Patient information: 75-year-old male. Upon further review, it was noted that the analyzer generated instrument errors for aspiration errors. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.